Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "et tube connector came out and they had to extubate the patient." It was reported there was no patient injury.

Event description:
Customer complaint alleges "et tube connector came out and they had to extubate the patient." It was reported there was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the sample was returned with the bite block still attached to the tube. The connector was pushed a little further into the tube than when where it is placed during assembly, but it was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The returned sample appears used as there is biological material present on the device. The IFU for this product states, "the 15 mm connector may be connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." (Con't) other remarks: "non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1" the reported complaint of "connector came off during use" could not be confirmed. The sample was sent to the manufacturing site for further evaluation and to determine the root cause of this complaint. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue.